Event description:
The patient's spouse contacted lifescan on pt's behalf alleging that their surestep enhanced meter was reading inaccurately high. Between 9:00 and 10:00 am, the patient obtained a 470 mg/dl. They had been feeling sweaty and cold prior to attemtping to test. They took 10 units of humalog and 55 units of lantus. They then started hallucinating adn collapsed. Spouse found them at 3:00 pm and contacted 911. The paramedics arrived and obtained a 25 mg/dl on their meter. Pt regained consciousness after receiving treatment intravenously. The patient was able to have food a few hours later. There was no indication that the patient was transported to the hospital. The patient did not allege harm. There is insufficient information to suggest that the patient experienced injury or medical intervention due to the meter. It would have been helpful to know if the patient had food between 9:00 am and 3:00 pm, their medication regimen, testing frequency, and if their spouse attempted to test their blood glucose level prior to calling the paramedics. The customer care representative (ccr) discovered that the patient had not been cleaning the meter, was not aware of the control solution, and had been applying blood incorrectly to the test strip. The ccr also discovered that the meter had a missing segments issue. The meter, test strips, and control solution were replaced.